Manufacturer narrative:
Device evaluation the resonance stent set device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl review historical data: as per instructions for use, ifu0020, stent migration is listed as a potential adverse event associated with indwelling ureteral stents. As per instructions for use, ifu0020, users are cautioned as follows: ¿individual variations of interaction between stents and the urinary system are unpredictable. Use of this device should be based upon consideration of risk-benefit factors as they apply to your patient. Informed consent should be obtained to maximize patient compliance with follow-up procedures.¿ a warning on the instructions for use, ifu0020, advises the following: ¿patients should be checked at regular intervals utilizing techniques such as abdominal x-ray (kub film).¿ root cause analysis a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient condition related as stent migration is a known potential complication. Multiple attempts were made for additional information for this complaint, but these were not forthcoming. If this information becomes available this file will be updated accordingly. Confirmation of complaint the complaint is confirmed based on customer testimony. Corrective action/ correction complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation the complaint is confirmed based on customer testimony. According to the initial reporter, the patient¿s outcome is unknown a possible root cause could be attributed to patient condition related complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the (B)(6) 2023.

Event description:
Per rep - (B)(6) 2022 - in his experience, rms migrates more readily than polymer stents, in general. Patient outcome: did any unintended section of the device remain inside the patient¿s body? -ni if yes, please describe. Was the patient hospitalized or was there prolonged hospitalization due to this occurrence? -ni. Did the patient require any additional procedures due to this occurrence? -ni. If yes, please describe. Did the product cause or contribute to the need for additional procedures? -ni. If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? -ni. Has the complainant reported that the product caused or contributed to the adverse effects? -ni. Please specify adverse effects and provide details. Patient/event info - notes: rpn prefix: stpv-083070-rms, rms & dpsci. General questions for all complaints: are any images available for review? N/a, yes, no. What was the target location for the stent? Did anything have to be removed from the patient? N/a, yes, no. If yes, please specify: (I) what part of the body the device was removed from? (Ii) what device was removed? (Iii) what instrument was used to remove it? Please specify the storage conditions of the device at the facility, particularly those relating to light and temperature, why was the stent removed? N/a, exchange, other. If other, please detail why the stent was removed. If the stent was removed what was used to complete the procedure? What was the length of the indwell time? What disease mode was the physician trying to treat? What type and size wire guide was used with the device? Did the device come with a pigtail straightener? N/a, yes, no. If yes, was the pigtail straightener used? N/a, yes, no. Did the user attempt to attach the stent to the inserter before or after wire guide insertion? N/a, before, after did the user attempt to attach the tapered end of the stent to the inserter? N/a, yes, no. Was this device assembled outside of the body? N/a, yes, no. Did the patient require any additional procedures as a result of this event? N/a, yes, no. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? N/a, yes, no if yes, please specify what was observed and where on the device it was observed. Request the following should the complaint be regarding difficulty with the hydrophilic coating (wire guide): what kinds of gloves were worn (latex or powdered)? N/a, latex, powdered how was the coating activated? How long was the coating activated? Where was the access site? What is the patient's anatomy (calcified, tortuous)? N/a, calcified, tortuous, both what is the patient's status or outcome? Did the patient require any additional procedures as a result of this event? N/a, yes, no. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day what other devices (cook or other MFR) were utilized in this case? Are there photos of the patient¿s symptoms (their feet, leg, etc.)? Are there videos/images of the device or procedure available? Are there any pathology reports? Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? N/a, yes, no. If yes, please specify what was observed and where on the device it was observed. Should the event involve metallic resonance (rms) stents, request the following: was the stent stored in strong light (e.g., in a pyxis maching) or in direct sunlight? Was there difficulty advancing the stent to the target location? How long was the stent in-dwelling? What was used to remove the stent? How often was the stent checked during the in-dwelling time? What method was used? Was the patient using calcium supplementation? Was force required to remove the stent? Was encrustation evident on the stent? What is the source of the extrinsic compression? If caused by a tumor, what is the tumor type? What is the stage of the tumor?

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.